Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the presented to hospital after 12-15 implantable cardioverter-defibrillator (ICD) shocks at home due to ventricular tachycardia (vt) storm. The patient complained of nausea and vomiting prior to vt episode. The patient was intubated, given amiodarone bolus, and transferred to the study hospital. The patient was extubated, ICD was turned off per patient wishes, and the patient remained on norepinephrine. On (B)(6) 2020 the patient went into septic shock due to gram negative rod (gnr) bacteremia. The patient had acute kidney injury and acute liver injury due to septic shock. Supportive care was given and cefepime was continued, source felt likely to be gastrointestinal related. Treatments included hospitalization, changes to medication with oral antibiotics and parenteral antibiotics. The infection was ongoing.

Event description:
Additional information reported that the mentioned cardiac arrhythmias start date was (B)(6) 2020 with a stop date/ resolved of (B)(6)2020. On (B)(6) 2020, the patient presented to outside hospital in respiratory failure due to ventricular tachycardia (vt) storm. Patient was intubated at outside hospital and transferred to study site. Once stable, extubated to high flow nasal cannula per patient and family wishes. The event resolved (B)(6) 2020. Upon admission, blood cultures found to be positive for klebsiella pneumoniae bacteremia. Infectious disease felt this was likely a gastrointestinal (gi) source but definitive source remained unclear despite full workup. Patient was treated with intravenous (IV) cefepime and transitioned to IV ceftriaxone. The patient was discharged to inpatient hospice with continuation of IV antibiotics. The infection remains ongoing. No additional information provided.

Manufacturer narrative:
Section b5: additional information: no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The hm3 lvas IFU lists cardiac arrhythmia, local infection, sepsis, respiratory failure, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provides information regarding how to prevent infection. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, local infection, sepsis, respiratory failure, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and infection as potential late post implant complications that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.